Manufacturer narrative:
Correction removal reporting #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing extreme sensitivity at the ipg site with pain that wraps around to the left side of the abdominal area. The pain began approximately 6 months ago and is present whether the stimulation is on or off. The patient is receiving good stimulation coverage of his pain area. The patient is pending a follow-up with his physician to evaluate the issue.